Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the cautery did not work and the extraction vfc did not reach its maximum value. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported cautery issue. It was found to meet its relevant specifications. Regarding the vfc extract function, the company service representative explained to the customer that due to the location of the site and its high elevation, the system vacuum would not be able to reach its maximum limit. It was noted that the elevation of the customer¿s site is well over 9000 feet and per the operator¿s manual, the environment limitations states operating range altitude to be -410 to 6562 feet. The system was manufactured on july 20, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet relevant specifications; therefore, the root cause of the reported cautery issue cannot be determined conclusively. The root cause of the reported vfc extraction issue can be attributed to environmental limitation due to high elevation. The manufacturer internal reference number is: (B)(4).